Event description:
Customer called to report blood leaking from system pressure dome. Customer stated there were no alarms, she noted blood on the pump deck. Customer stopped the procedure and disconnected the patient with no return of blood/products to the patient. Customer stated she removed the kit, but was not been able to abort the kit. Css walked customer through aborting the kit. Customer stated she did have a collect pressure alarm at the start of the procedure because she did not unclamp the collect line. Customer stated there were no other alarms during prime or procedure. Customer stated patient is stable. Css asked if anyone was splashed with blood due to the leak; customer stated no one was splashed with blood. The smart card and photos were returned for investigation. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c360 was performed and there were no nonconformances related to this complaint. This lot met release requirements. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #16: collect pressure. There were no trends detected. CAPA (B)(4) was initiated for complaint category, alarm #16. CAPA (B)(4) has been closed. Capas (B)(4) were initiated for pressure dome membrane leak. CAPA (B)(4) has been closed. Service order (B)(4) feedback: service technician cleaned the instrument and performed checkout procedure. The smart cart and photographs were returned for analysis. Review of the smart card data indicated air detected warnings occurred in various locations through the kit indicating a leak may have occurred. The photographs provided by the customer confirmed that there was a blood test from the system pressure dome. Per the photographs, the latch on the left side of the system pressure dome, facing the collect pump head, is shown not secured to the system pressure sensor. If one of the latches is not secured in the circumferential groove around the pressure sensor, then the disphragm on the pressure dome can be unseated by high pressure and allow a blood leak. The evaluation was unable to determine if there was a fault in the system pressure dome component or if improper installation of the pressure dome caused it to be removed from the system pressure sensor. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).